Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the vitrectomy probe could not cut and aspiration was functioning during the vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray with other items. The sample was visually inspected and found to be nonconforming with dense orange/brown foreign material covering the port, around the port and along the probe needle. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed along the inner cutter. Gouge marks observed at cutting edge and other locations along the inner cutter. Dense orange/brown foreign material observed along the inner cutter, cutting edge and inner cutter inside diameter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Attached photo shows a pak label with same product and lot number as reported. The complaint evaluation confirms the probe had a cut failure; the evaluation also indicates the probe had an actuation failure. The cause of the cut failure is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the actuation failure and cutting-edge gouges as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken by the manufacturing site as it appears that the observed cut and actuation failures were due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).